Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display started flashing after being dropped. The customer's blood glucose was 202 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received stuck in a flashing white lcd with audio beeps due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests due to a display anomaly. The pump was received with a cracked and bleeding lcd glass. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.